Event description:
Clinic notes were received indicating that the vns patient experienced 10 seizures during the months of (B)(6) 2014 through (B)(6) 2014 after a 17 month period of seizure freedom. The patient¿s medication was increased in (B)(6) 2014. The patient was again seizure free for a month prior to (B)(6) 2014 but experienced two seizures since. The patient device was tested and diagnostic results showed normal device function. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the generator was at neos - yes. The patient's seizures were not an increase above the patient's pre-vns baseline frequency. The patient underwent generator replacement surgery. The explanted generator was received for analysis. Analysis of the generator was completed on 01/21/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.